Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The reported blood glucose reading was 26 mg/dl. It was reported that there was a death in the customer's family and he was not eating, resulting in the hypoglycemia. While the customer was hospitalized, the insulin pump alarmed no delivery. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further info will follow once the analysis has been completed.